Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported: while the patient was connected to the ventilator the patients o2 saturations began to drop. The ventilator was alarming inop. The patient was bagged.

Manufacturer narrative:
The device and its logbook was investigated at the manufacturer site. The logbook indicated restarts of the device which caused the interruption of the ventilation. After three restarts the ventilator indicated the failure code inop on the screen. During the restarts the ventilator relieves airway pressure to allow spontaneous breathing and generated an audible and visible alarm. This behavior is the specified procedure for this failure case as required by the device¿s safety concept. The hardware investigation led to the result that a failure on the pcb power supply caused the restarts. There is no increase of similar reported cases.